Event description:
A user facility reported that following intraocular lens (iol) implant surgery, the iol was exchanged for an anterior chamber lens. In a follow-up, the user facility reported that during an intraocular lens (iol) implant surgery, the iol was inserted and removed due to unk pt complications. The surgery was completed with a different lens. It was also confirmed that there was no quality issues with the lens. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaint reported in the lot. Add'l info has been requested. A completed questionnaire has not been rec'd. (B)(4).